Event description:
It was reported that the system would not boot up correctly. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and adjusted a power supply. The system operates as intended.